Manufacturer narrative:
Alber became aware of this event through the importer. The importer submitted this event to the FDA under report no. (B)(4). As the scalamobil stairclimber is manufactured by alber gmbh, alber is also submitting this event to the FDA. The exact model and serial number of the device were not provided. The extent of the injuries sustained by the caregiver and the user is unknown, and it could not be determined whether either individual sustained a serious injury. Additional information regarding the incident and the device has been requested; however, no further information has been received to date. Based on the limited information available, the root cause of the incident cannot be determined, and it cannot be established whether a device malfunction occurred. At this time, the device is not expected to be returned for evaluation. Should additional information become available, a supplemental report will be submitted.

Event description:
Per the letter received by the importer, "the caregiver was using the scalamobil to transfer her daughter upstairs. Due to the design of the machine, when she attempted to climb one of the stairs, the device's wheels failed to lock causing the wheelchair, the caregiver and daughter to be flung forward down the stairs causing the caregiver to be injured and causing the daughter significant physical injuries, pain and suffering, and other damages."